Event description:
The customer reported that out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results were generated on the access 2 immunoassay system over eight days in association with the calibration of the system with a specific bhcg reagent pack. This is report four of eight and represents the out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results generated on (B)(6) 2011. The bhcg level one quality control results recovered over six standard deviations above the established mean on (B)(6) 2011. An instrument assay recalibration was performed and subsequent bhcg level one quality control results recovered over two standard deviations above the established mean. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that during the timeframe of eight days, the instrument was initially calibrated utilizing a specific reagent pack (lot 111489 serial number (B)(4)). Over successive days, different on-board reagent lots were used, however the instrument continued to be recalibrated using reagent pack (B)(4). Quality control (qc) results, depending on the on-board reagent in use varied out of specification high and out of specification low (zero). Ultimately, through recalibration utilizing a new reagent pack, the s0 mean rlu recovered with results similar to release data and the level one quality control results recovered within specification and close to mean values. Post calibration/qc system check results recovered with acceptable results. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date. Mdrs related to this event: 2122870-2011-05526, 2122870-2011-05527, 2122870-2011-05528, 2122870-2011-05529, 2122870-2011-05530, 2122870-2011-05531, 2122870-2011-05532, 2122870-2011-05533.